Event description:
Adverse event: "fiber in pts eye" (foreign body, removal of). Product problem: "fibers" (foreign material present in device). A surgeon reports that a pt presented at the one day post-op exam with a fiber in the anterio chamber of the operative os. The pt required a second procedure to remove the fiber from the eye. The surgeon stated that he has observed lint fibers entering the operative area on several occasions. The surgeon also stated that he does not know the origin of the fibers, but, he suspects the surgical drapes. The surgeon stated that the pt is doing well. Additional follow-up info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).